Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. . To date, there have been no further reports of this issue, and the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.